Manufacturer narrative:
Product event summary: data files and the pscc100 loop catheter with lot number 0012159318 were returned and analyzed. The data files were analyzed and showed 325 therapy deliveries were performed on the reported event date. The data files showed error message ¿catheter electrical current error¿ on the reported event date, and error message ¿catheter electrical current error¿ terminates therapy delivery due to overcurrent readings exceeding the max amperage of 42a. Visual inspection was performed and the catheter appeared intact without any visible issues. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The slide function was expected, and the shape of the capture device was unremarkable with no atypical features. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinking was observed along the extended portion, and indicated proper functionality and alignment of the steering and slide mechanisms. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator, and therapy delivery was interrupted due to error 2000 (indicating catheter electrical current error). Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. Dissection showed multiple charred electrode wires, most likely due to damaged insulation. Insulation damage was noticed on several electrode wires along the length of the shaft. The electrode wires were observed to be kinked at several locations. In conclusion, the error message 2000 was confirmed through analysis and the loop cath eter failed the returned product inspection due to a persistent error 2000 (catheter electrical current error) most likely caused by an insulation breach in the electrode wires, insulation burn damage, charred electrode wires, and electrode wire kinks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, a system notice was received indicating a catheter electrical current error. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.